Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit followed by a frozen display. The customer also reported that the keypad was not responding properly. Blood glucose level at the time of the incident was 279 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture found on the keypad traces. No unresponsive buttons noted and all of the buttons functioned properly. No battery out limit alarm noted and all operating currents are within specifications. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked reservoir tube lip minor scratched lcd window, cracked case at the display window corner and cracked lcd window.